Event description:
It was reported that imaging catheter removal difficulty occurred. An opticross¿ imaging catheter was selected to visualize a non-calcified and non-tortuous vessel. After performing pullback, when the physician tried to remove the imaging catheter, the device was unable to be removed due to severe resistance. It was confirmed that imaging catheter did not stuck with the lesion or with a stent but it could not be removed from the patient due to a resistance against the non bsc guidewire. Furthermore, it was noted that the polymer coating of the non bsc guidewire had been peeled off completely and would not allowed the imaging catheter to get through along the guidewire. It was also noted that part of the guidewire has been detached. Subsequently, the imaging catheter and the non bsc guidewire were removed together as a unit. No patient complications were reported and the patient¿s condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).